Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked-up when attempting to shock during a training exercise.  There was no patient use associated with the reported event. The customer advised that the device was running off of battery well #2 and that the battery which was installed in well #2 had 2 bars.  The customer further advised that the device had been in AED mode and that as he went to press the shock button, he accidentally hit the energy select button by mistake which disarmed the charge.  He then pressed the charge button to manually charge the device, but when he pressed the shock button in order to deliver the energy the screen went blank while all the lights on the keypad remained lit.  This behavior is indicative of a device lock-up condition that can delay or prevent defibrillation if it were necessary.  The customer advised that he was eventually able to cycle power to restart the device.

Manufacturer narrative:
Physio-control replaced the system pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device locked-up when attempting to shock during a training exercise. There was no patient use associated with the reported event. The customer advised that the device was running off of battery well #2 and that the battery which was installed in well #2 had 2 bars. The customer further advised that the device had been in AED mode and that as he went to press the shock button, he accidentally hit the energy select button by mistake which disarmed the charge. He then pressed the charge button to manually charge the device, but when he pressed the shock button in order to deliver the energy the screen went blank while all the lights on the keypad remained lit. This behavior is indicative of a device lock-up condition that can delay or prevent defibrillation if it were necessary. The customer advised that he was eventually able to cycle power to restart the device.